Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. They have already replaced the arctic sun device. Suggested having biomed pick up and perform a calibration in the morning. A review of the risk document, dfmea ra2800010, revision 23, was performed for this investigation. The reported event is addressed in step # ra93, ra94, ra95, ra96. Based on this review the risk is within the expected range. The serial number for this investigation is unknown. The latest labeling revision will be reviewed for this investigation. The instructions-for-use under baw2800548 rev 2 and addendum baw2800424 rev 2 were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. Correction: e. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse noted that they had a non-recoverable alarm 79 (primary and secondary outlet water temperature sensors differ by gt 1c). They have already replaced the arctic sun device. Suggested having biomed pick up and perform a calibration in the morning.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse noted that they had a non-recoverable alarm 79 (primary and secondary outlet water temperature sensors differ by gt 1c). They have already replaced the arctic sun device. Suggested having biomed pick up and perform a calibration in the morning.